Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 40s mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed glucose tablets to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown. Additionally, the customer's weight was incorrect. Tandem technical support educated caller about pump software technology and the algorithm using weight information to adjust insulin. Recommendation was made to discuss diabetes management with a health care professional.